Manufacturer narrative:
A partial lead with the distal tip measuring 47.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The patient presented for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.